Event description:
It was reported that debris from the gastrointestinal videoscope was stuck in the biopsy channel. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of the material or root cause cannot be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. It was impossible to obtain the additional information including the reprocessing steps. There was no physical damage at the place where the foreign material remained. The event can be detected/prevented by following the applicable chapters in the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.